Event description:
This report is based on information provided by a third-party service technician and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the crew was on a call, the monitor turned off spontaneously and the message 'monitoring has been interrupted' appeared. The customer checked the battery, power supply, patient cables, and settings. After confirming this message, the error cleared and the monitor worked again. There was no reported patient impact nor harm alleged.

Manufacturer narrative:
New serial number provided as original was not correct. Sending to update.

Event description:
This report is based on information provided by a third-party service technician and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the crew was on a call, the monitor turned off spontaneously and the message 'monitoring has been interrupted' appeared. The customer checked the battery, power supply, patient cables, and settings. After confirming this message, the error cleared and the monitor worked again. There was no reported patient impact nor harm alleged.